Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified glucose reading obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced hyperglycemic symptoms and was unable to self-treat requiring non-healthcare professional (non-hcp) administration of insulin injection (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified glucose reading obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced hyperglycemic symptoms and was unable to self-treat requiring non-healthcare professional (non-hcp) administration of insulin injection (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.